Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change when insulin leaked from the cartridge connection, with a highest reported glucose of 400 mg/dl and subsequent reduction to 192 mg/dl after replacing supplies correctly. Symptoms included shakiness, disorientation, frequent urination, and sweet-smelling urine. Outcomes included prolonged out-of-range glucose for approximately 4¿5 hours without hospitalization or professional medical intervention. Investigation included customer interview and device-use review. Investigation of this case revealed user setup error during the cartridge change, specifically attaching the connector to the cartridge before inserting it into the pump, which was assessed as the cause of leakage. It was concluded that the event was due to use error and that correct sequencing of the cartridge insertion and connector attachment mitigated the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.